Event description:
A 44 year old white female gravida 0 status post transaxillary subglandular gels for augmentation. She has not noted decreased size, change in texture, or history of trauma. She does complain of pain, right greater than left, progressive and intermittent with a sharp pain through the chest into middle back from right with a sharp burning rib pain times several episodes, no etiology. Pt also complains of systemic symptoms, progressive for years which include: arthralgias (positive morning stiffness), myalgias, paresthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, hot flashes, temporomandibular joint disease, visual changes dizziness, memory loss, dry mucous membranes, hair loss, oral sores, sensitivity to sun/cold, choking sensation, weight gain, gastrointestinal and genitourinary disturbances and easy bruising. Otherwise healthy.